Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill, however when the duckbill was removed, the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and matches the shape of the hole in the septum. A review of the manufacturing records could not be performed as no lot number was provided. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that, "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic proctectomy - "this is a complaint from the market. (B)(4). One (1) seal and one (1) fragment will be returned to amr. As the model number could not be identified, no credit or replacement is required. Please refer to the complain sheet for investigation." Report from the sales rep - "the physician noted a foreign material inside the abdominal cavity during laparoscopic proctectomy. The material was removed from the patient. Combined instruments: olympus 10mmltf, powered echelon 60mm, harmonic ace, spatula, grasper, dissector, scissors, and gauze." Initial investigation report by (B)(6) olympus - "one (1) seal and one (1) black fragment were returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The fragment, approx. 4.2 mm x 3.7 mm in sized, matched this missing portion in shape. The seal and the fragment will be returned to amr for further evaluation. (B)(4)." Patient status - unknown.